Manufacturer narrative:
(B)(4) is representing the manufacturer and is submitting this report on their behalf.

Event description:
Astodia transilluminator used for peripheral intravenous placement - nurse noted that red area was forming where the light touched infant's arm. Area was not open at that time but did eventually blister and require bacitracin.

Manufacturer narrative:
Neither visual nor functional testing show any deviation from the specified device behavior. Temperature measuring does not show any unexpected values during an usual application which is expected to last less than 1 minute. Gentherm medical, llc., is representing the manufacturer and is submitting this supplemental report on their behalf.